Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Other: product unavailable for analysis.

Event description:
It was reported to boston scientific corporation in 2006 that an enteryx procedure kit was implanted (male patient; age and weight are unknown) to correct symptoms of gastroesophageal reflux disease (gerd) in 2004. According to the complainant, "within days of the procedure, patient had shortness of breath, along with pain to the left side of chest. It was reported to doctor on follow-up visits. Patient has also seen regular doctor who had numerous tests performed on patient, including heart monitors, angiogram and an MRI of the chest. No problems were noted to explain the breathing and left chest pain, although the enteryx injected material was visible. Neither doctor had an explanation for the patient condition. The breathing makes it difficult for patient to walk up a flight of stairs. The chest pain starts from just below the rib cage and left of the midline. It travels up into the throat." As of 2006, the patient was still experiencing swallowing problems, pain, and shortness of breath and has lost approximately 10 pounds since the procedure was performed. There hasn't been any treatment for this patient's condition, including dilatations.